Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.